Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: email unknown / not provided. G4: PMA/510(k) number k013227.

Event description:
It was reported that the implant at tooth site #30 was removed due to periimplantitis. Patient had inflammation on gum tissue surrounding implant and bone loss symptoms as a result of the event: bone loss, inflammation

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: email unknown / not provided. G4: PMA/510(k) number k013227.